Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient fell a couple of weeks after implant and they broke their neck. After the fall, the patient had a change in therapy. The patient's system was checked and x-rays were done. The patient's health care provider (hcp) decided to let the patient heal rather than do surgery on their neck. The patient's indication or use is parkinson's dual and movement disorders. No symptoms, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.